Manufacturer narrative:
(B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported a perforation occurred. During a boston scientific defibrillator & lead implant procedure, the physician attempted to cannulate the coronary sinus with an acuity pro guide catheter and a viking electrode catheter. During the first attempt at cannulation, angiography showed contrast dye around the cardiac profile. The physician concluded the implant procedure, implanting a left ventricular lead. The patient was transferred to cardiosurgery where liquid dye and blood were drained to avoid pericardial tamponade. It was not possible to determine which device(s) had caused or contributed to the perforation; it was noted that "maybe both" had contributed. As of (B)(6) 2019, the patient was "fine" but remained hospitalized.

Manufacturer narrative:
Initial reporter address 1: (B)(6). It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported a perforation occurred. During a boston scientific defibrillator & lead implant procedure, the physician attempted to cannulate the coronary sinus with an acuity pro guide catheter and a viking electrode catheter. During the first attempt at cannulation, angiography showed contrast dye around the cardiac profile. The physician concluded the implant procedure, implanting a left ventricular lead. The patient was transferred to cardiosurgery where liquid dye and blood were drained to avoid pericardial tamponade. It was not possible to determine which device(s) had caused or contributed to the perforation; it was noted that "maybe both" had contributed. As of (B)(6) 2019, the patient was "fine" but remained hospitalized. Additional information reported that the patient was discharged from the hospital with no further complications.